Event description:
It was reported that a patient was transferred from a wheelchair to a bed. Before the patient was placed over the bed, when the caregiver changed the patients' position to a supine position, the patient experienced an extension spasm. At the same moment the sling leg clip detached from the device spreader bar. The device was evaluated after the event by an arjo technician. No malfunction was found. During the conversation with the customer the arjo technician advised the customer that the sling used during the event might be too small.

Event description:
It was reported that a patient was transferred from a wheelchair to a bed. Before the patient was placed over the bed, when the caregiver changed the patients' position to a supine position, the patient experienced an extension spasm. At the same moment the sling leg clip detached from the device spreader bar. Initially, it was reported that the patient sustained a head injury, bruises, contusions, and concussion. During the conversation with the customer, it was clarified that the patient sustained a 'bump on the back of the head".

Manufacturer narrative:
It was clarified that no serious injury occurred therefore sections h, annex e and f, h1, h10 were corrected and update with the correct information.